Manufacturer narrative:
Information was received indicating that a smiths medical medfusion pump and there was no external damage noticed. They were unable to go into the event history due to the power up problem with the system. The pump was powered on and turned off by itself a moment after. The main board was replaced and this cleared up the problem. The pump would not power on. It was found that there was a chip broken off the interconnect board. The interconnect board was replaced. What caused this issue could not be determined.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was unable to power up. There were no reported adverse events.